Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: at what firing did the issue occur? The surgeon experienced the issue with almost all the clips fired. Was there any torquing or twisting during firing of the device? No. Did the clip fall into the patient? No. If so how was the clip retrieved? Did the retrieval of the clip alter the intra-op or post-op care of the patient? The issue doesn¿t concern the fall of clips. The clip didn¿t form properly: it was open when released by the device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will at the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: at what firing did the issue occur; was there any torquing or twisting during firing of the device; did the clip fall into the patient, if so how was the clip retrieved; did the retrieval of the clip alter the intra-op or post-op care of the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. A bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was cycled and the clips were fed as intended; however, due to the misaligned condition of the jaws, thirteen scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the clips didn't close properly; so they detached from the tissue. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.